Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe needle hub separated. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that needle hub separated and stayed inside the shield. Verbatim: from phone call on 2020-11-12 17:18:31: called consumer to follow up on complaint for additional information. Consumer stated that she is visiting and does not have lot and product information with her. She also stated that she is not sure if she still has the information and will not be able to get back to us for another few weeks. I updated the file with information that consumer provided. Consumer stated that the needle hub separated and stayed inside of the shield. Consumer provided email address and asked that I send her an email showing the information needed to complete the file.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10

Event description:
It was reported that unspecified bd¿ syringe needle hub separated. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that needle hub separated and stayed inside the shield. Verbatim: from phone call on 2020(B)(6) 17:18:31: called consumer to follow up on complaint for additional information. Consumer stated that she is visiting and does not have lot and product information with her. She also stated that she is not sure if she still has the information and will not be able to get back to us for another few weeks. I updated the file with information that consumer provided. Consumer stated that the needle hub separated and stayed inside of the shield. Consumer provided email address and asked that I send her an email showing the information needed to complete the file.